Event description:
It was reported that during an unknown procedure, the device did not work. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch #874c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards, the jaws and trigger in the close position and with no reload present. In addition, the knife was noted as partially advanced. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the lever bailout was damaged. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 874c18, and no non-conformances were identified.